Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage in the electronic and motor assembly.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed and the blank display continues. The customer stated that he fell into the river and the device was exposed to moisture. No further information was provided.